Event description:
A nurse reported that a post occlusion surge with anterior chamber shallowing and instability occurred during cataract surgery. No other surgical details or info regarding pt impact were provided. Additional info was requested.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause of the customer reported issue is unk. (B)(4).